Manufacturer narrative:
(B)(4). Manufacture date: january 17, 2017 ¿ january 18, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was experienced while using a small volume folfusor. The folfusor emptied 28 hours before the expected infusion time of 46 hours. The folfusor was filled with 3300mg of 5fu and 3ml of nacl. There was no patient injury or medical intervention associated with this event. No additional information was available.